Manufacturer narrative:
(B)(4). Medical product- associated devices: femoral head taper 12/14, reference (B)(4); 64054134. Falacos bone cement r + g reference (B)(6); batch 94494844. X-ray has been received and showed that the head is not in the inlay anymore. Therefore, the reported event is confirmed. The product analysis can't be performed as the product was not returned. The compatibility of the whole device has been reviewed. According to the information transmitted by the customer, the head and the inlay seems to be compatible. However, the stem and the cup are unknown. Therefore, the compatibility could not be determined. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Within three years, 1 complaint (1 product) has been recorded on avantage e1 insert size 50 ø 28, reference (B)(4), batch 0001386570 regarding dislocation. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, the patient was revised due to dislocation two months later.

Manufacturer narrative:
(B)(4). D10 - list of associated devices: - femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, reference (B)(4), batch 64493868. - allen medullary cement plugs 1-28 mm diameter flange/14 mm diameter core, reference (B)(4), batch 64545194. - avantage cemented cup s50, reference (B)(4), batch 0001354635. - femoral head 12/14 taper, reference (B)(4), batch 63767464. X-ray has been received and shows that the head is not in the inlay anymore. Moreover, it can be noticed that the stem is suspended which could explain the dislocation. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The compatibility of the whole device has been reviewed. According to the IFU, the stem, the cup and the head used with the inlay are compatible to each others. A complaint extract was done regarding revision due to dislocation: - (B)(4) complaints (5 product) have been recorded on avantage e1 insert size 50 ø 28, reference (B)(4), from (B)(4), 2018 to (B)(4), 2021. - (B)(4) complaint ((B)(4) product) has been recorded on avantage e1 insert size 50 ø 28, reference (B)(4), batch 0001401821. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a tha on (B)(6), 2019. Subsequently, the patient was revised (B)(6), 2020 due to dislocation.

Manufacturer narrative:
(B)(4). Report source, foreign: event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2019. Subsequently, the patient was revised on (B)(6) 2020 due to dislocation.